Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the new pump was placed on 2018 (B)(6), fluid in the pocket occurred on 2018 (B)(6), and the first leak occurred on 2018 (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Continuation of medical devices: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 18-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 800 mcg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during normal use. A possible cerebrospinal fluid (csf) leak was reported. The patient¿s dad called the doctor to report clear fluid leaking from the incision line and pump pocket was edematous. The patient complained of a positional headache, but there were no changes in spasticity control and no withdrawal symptoms noted. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was taken to the operating room (or) and the pocket was surgically explored. It was noted no leaks or disconnects seen at the pump/connector junction. The catheter tubing located in the pump pocket was dried and analyzed. No leak was seen here either. The pocket itself was dried and no fluid leak noted in the tissue either. The pump was reconnected to the catheter via the existing catheter and placed back in the pump pocket. No revision was done of the catheter as no issue was seen. The patient was being sent home on the date of this report and the surgeon would see the patient back in the office in one week. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ the patient¿s weight was asked and unknown and would not be made available (legal/confidential reason). The patient¿s medical history was asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.